Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported that a tampon came apart. Consumer removed pieces. Consumer sought medical attention and was diagnosed with a kidney infection and prescribed antibiotics.